Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Per the instructions for use: the prostar xl 10f pvs system is indicated for the percutaneous delivery of sutures for closing the common femoral artery access site and reducing the time to hemostasis and time to ambulation of patients who have undergone catheterization procedures using 8.5f to 10f sheaths. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a mildly tortuous common femoral artery was attempted using a prostar device after a transcatheter aortic valve implantation interventional procedure. Reportedly, at the moment of introducing the system, it was noted that the green suture was dislocated and would not allow the rotation of the ring for the needles to be extracted. The needles were not deployed. The device was removed and a second prostar device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the prostar device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis of the returned device indicates that the coiled suture lumen for the green suture was detached from the suture tube and this confirmed the reported experience. However, the reported complaint about the green suture preventing the rotation of the ring for the needles extraction was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.